Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that the driver tip breaking has been reported several times to acumed iberica. There were no reported adverse consequences to any patients.